Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical devices: 5076-52 lead, implanted: (B)(6) 2006; 419688 lead , implanted: (B)(6) 2006. Product event summary: the lead was not returned for analysis. However, performance data was collected from the device and analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. It was noted the maximum rv pacing impedance varied from 627 ohms to 1619 ohms from (B)(6) 2016. (B)(4).

Event description:
It was reported that following a device replacement procedure, the right ventricular (rv) lead exhibited high thresholds and unstable rv pacing impedance measurements. It was noted the patient was of very old age so the physician chose to continue using the rv lead. However, after the pocket was closed, oversensing was observed and the rv lead was reprogrammed to bipolar pacing. The patient was discharged with a holter monitor and later oversensing was observed again; the sensitivity parameters were adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.